Manufacturer narrative:
Other annex e codes: heart e06: arrhythmia e0601: bradycardia e060104. Mental, emotional, and behavioural disorders e02: lethargy e0204. Metabolism and nutrition e12: electrolyte imbalance e1202: blood bicarbonate increased e120207. Heart e06: heart failure/congestive heart failure e0611. Gastrointestinal system e10: abdominal distention e1001. Gastrointestinal system e10: ascites e1004. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
The patient was admitted from bir to 10r with pneumonia and a right inguinal hernia (reduced). On (B)(6) 2024, the patient had recurrent ventricular tachycardia and pulseless electrical activity arrest secondary to hypoxia vs bradycardia. They were transferred to 4r intensive care unit (ICU) and they were intubated. They were extubated on (B)(6) 2025 with left ventricular assist device (lvad) speed back to 5200 revolutions per minute (rpm). On (B)(6) 2024, the patient had increased work of breathing on high frequency oscillation and bipap. The patient was briefly hypotensive and bradycardic around 18:30 which self resolved. They were on bipap then. Around 20:30, the lvad had low flow alarms with flows at 1.5 liters per minute (lpm). Their mean arterial pressures (map) were 30-40 and they were lethargic. Epinephrine, norepinephrine, and vaso was started. They were later intubated. They coded 3 times and then the lvad started flowing again. Pulseless electrical activity with no ventricular tachycardia/ventricular fibrillation. This was thought to be due to a respiratory cause with istat showing hypercapnia and initially hypoxia which improved with intubation and ventilation. The patient got bradycardic to 30s, although they had an ICD (st. Jude), but it was not pacing at all. It was decided to replace swan with pacing swan due to still being bradycardic after hypoxia improved. The pacing swan was placed and capturing well. Bronchoscope was done and found significant thick secretion. Later during the night, the patient coded again, with low flows and maps at 30s to undetectable. Cardiopulmonary resuscitation (CPR) was continued for a few rounds, and they intermittently regained flow. Bedside point-of-care ultrasound showed right ventricle dilation (pre-existing) with right ventricle dysfunction. There was no pericardial effusion. The patient's abdomen was more distended. Ultrasound found ascites ruled out hemoperitoneum. Hematocrit from istat was 15 (from 23-24 previously). It was discussed to potentially use veno-arterial extracorporeal membrane oxygenation (va ECMO)/ right ventricle support, but they also addressed active bleeding at the time. Needed for ex-lap given hemoperitoneum. The patient's spouse asked for comfort care. Code status changed to dnar-and. Comfort medication was given. Lvad on extended alarm silence and then off. Patient passed at 01.12am. The death was not considered to be device related, and it operated as expected. No devices would return.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: a direct correlation between the device and the reported events could not be conclusively determined through this evaluation. The reported low flow alarms could not be confirmed as no log files were provided. Multiple attempts were made to obtain additional information regarding the reported event; however, no further information was provided by the account. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The heartmate 3 left ventricle assist system (lvas) instructions for use (IFU), rev. D is currently available. Section 1 of the IFU, "introduction," lists adverse events, including arrhythmia, right heart failure, respiratory failure, bleeding, and death, which may be associated with the use of heartmate 3 lvas. The IFU also lists arrhythmia as a potential late postimplant complication. This document also provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. Section 1 also provides an explanation of each of the pump parameters, including pump flow. Section 4, ¿system monitor,¿ explains that the low flow hazard alarm occurs when pump flow is less than 2.5 lpm. A 10-second delay is imposed between the detection of the low flow status and the activation of the associated audio and visual indicators on the system controller. Changes in patient conditions can result in low flow. Section 7, ¿alarms and troubleshooting,¿ explains system alarms and the recommended actions associated with them. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient passed away. Whether the outcome was device or therapy related was not provided by the customer.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.